Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.2, lab: 2.6. Lab test was done within 1-2 hour of meter test. Therapeutic range was not provided. Patient had a blood clot on (B)(6) 2011 and started coumadin and lovenox at that time. Continued to have lovenox through (B)(6) 2011, and had a dose on the day of the discrepancy.